Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, total occlusion of bilateral iliac veins, and chronic dvt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, total occlusion of bilateral iliac veins, and chronic dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that approximately five years and two months post implantation the patient underwent a study that demonstrated total occlusion of bilateral common iliac veins and inferior vena cava (ivc) associated with a trapease ivc filter. The study also revealed evidence of chronic thrombus and synechiae in the right and left external iliac vein and common femoral vein. The ivc filter was occluded up to the level of the a trapease ivc filter which was in place. Drainage of the lower extremities is via multiple lumbar collateral vessels. A left lower extremity venogram demonstrated occlusion of the left common iliac vein with drainage of the left lower extremity venous flow through the internal iliac vein and multiple gonadal and lumbar collateral vessels. Balloon dilation of the ivc filter using sequential sized non-cordis balloons and dilation of the left common iliac vein was performed and some flow was noted through the ivc filter and left common iliac vein but inadequate for a good result. Therefore, an unknown stent was placed. After stent placement in the ivc, slow flow was noted in the infrarenal infrafilter ivc as well as the left common iliac vein. According to the information received in the patient profile form (ppf), approximately on or about five years and two months post implantation of the ivc filter the patient became aware of the alleged events and reports to have blood clots, clotting, and occlusion of the ivc and common iliac veins. The patient states that a study revealed that the patient suffers from chronic thrombus and synechiae in the right external iliac vein and common femoral vein and the ivc filter was occluded. The patient reports to have undergone recanalization, unknown balloon rupture of the ivc filter, reconstruction of the ivc with ivc and bilateral common and external iliac vein unknown stent placement. Following unknown stent placement, slow flow was noted in the ivc filter and left common iliac vein. Approximately on or about five years and three months post implantation, the filter was percutaneously removed. Section h6: patient code '3191' used since there is no available code for 'collateral circulation' as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. Approximately five years and two months post-implantation, diagnostic testing revealed a total occlusion of the bilateral common iliac veins and inferior vena cava (ivc). This study also revealed evidence of a chronic thrombus and synequiae in the bilateral external iliac veins and common femoral vein. The ivc was noted to be occluded up to the level of the filter. Drainage of the lower extremities was occurring through multiple lumbar collateral vessels. A venogram of the left lower extremity revealed occlusion of the left common iliac vein with venous drainage through the internal iliac vein and multiple gonadal and lumbar collateral vessels. The patient was treated with balloon dilation of the ivc filter using sequentially-sized balloons and of the left common iliac vein. Some flow was noted through the filter and left common iliac vein but was deemed to be inadequate. The patient was subsequently treated with stent placement in the ivc. Some flow was then noted in the infrarenal ivc as well as in the left common iliac vein. Approximately one month later, the patient underwent percutaneous removal of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Blood clots and thrombosis/occlusion within device or within the ivc and/or vasculature do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.